Event description:
It was reported that a patient underwent an av fistula procedure on (B)(6) 2013 and topical skin adhesive was used. Upon squeezing the device to activate, a shard of glass came through the applicator. Another like device was use to complete the procedure with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.